Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("back pain"), dyspareunia ("pain during intercourse"), abdominal distension ("excessive abdominal bloating") and alopecia ("excessive hair loss"). The patient was treated with surgery (underwent surgery to remove her essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, back pain, dyspareunia, abdominal distension and alopecia had not resolved. The reporter considered abdominal distension, alopecia, back pain, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.